Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. While no specific conclusion can be drawn, it is possible the catheter may have been withdrawn or partially withdrawn through the needle, thereby shearing standard epidural catheters. If additional pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports a standard epidural kit was used. While removing the catheter and needle, the catheter sheared leaving approximately 5cm of the catheter in the tissue.